Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the DHR review found two unrelated non-conformance on this lot. Final micro and sterility tests passed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Dmf# - (B)(4), trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune tka to treat osteoarthritis. The patella was resurfaced and depuy cement x2 was utilized. The procedure was completed without complications. Patient received a right knee revision to treat pain secondary to suspected tibial tray loosening. Upon entering the joint, the tibial tray was grossly loose and debonded at the cement to implant interface and easily removed. There was no reported product problem with the revised tibial insert. The patella was well-fixed and retained after patellar scar tissue debridement. The femoral component was well-fixed but revised. The surgeon notes that the cement was well interdigitated and there was minimal bone loss during cement removal in the femur and tibia. The patient was revised with a competitor revision system and competitor cement. The procedure was completed without complications. Doi: (B)(6) 2016, dor: (B)(6) 2019, right knee.